Manufacturer narrative:
One of the two devices has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. Since the second device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's , all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot numbers. There were no nonconformances recorded in the lot histories. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the co2 on two hemopro devices was not flowing through the (B)(4) short port or the cannula after connecting the tubing. A third replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp returned one device to the factory for eval. The second device will reportedly not be returned.